Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum on (B)(6) 2010. According to the complainant, during the ercp procedure, the technician reported that the resolution clip deployed while the prongs were opened. The clip did not grasp tissue and fell into the patient. The open clip was retrieved using a roth net and another resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Patient is over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the delivery catheter. It was also noticed that the control wire had a kink and the over sheath was missing. Based on the evaluation conducted and the details of the complaint, it is likely that the clip deployed in the open state as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum on (B)(6), 2010. According to the complainant, during the ercp procedure, the technician reported that the resolution clip deployed while the prongs were opened. The clip did not grasp tissue and fell into the patient. The open clip was retrieved using a roth net and another resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "fine" at the conclusion of the procedure.